Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No nonconformances were identified for this part-lot number combination per qlik query executed 04/09/2019. This complaint is being documented since the patient experiences discomfort and had to undergo a surgical intervention. There was no alleged device malfunction. No further information regarding the technique or instruments used has been provided to determine a root cause for this event. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate via email that after the removal of a latarjet screw, it was noticed that the inferior aspect of coracoid bone graft had been resorbed, exposing the screw. The patient has complained of some irritation, instability, and discomfort on external rotation. The screw was removed and the surgeon tightened anterior capsule. The affiliate reported that there was no adverse event to patient and no time delay to the case. The product was discarded and will not be returning for evaluation. This is report 1 of 2 for complaint (B)(4).